Event description:
It was reported the patient had heating at the ipg pocket while charging. A replacement charger was sent to the patient. Follow up identified the patient received the new charger. The patient felt the paddle of the new charger was warm, but the patient reported it did not get hot like her previous charger.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Correction number: 1627487-12192011-001-c.